Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010 the pt reported she was hospitalized for ketoacidosis on (B) (6) 2009-(B) (6) 2009. She stated her blood glucose registered "hi" on her meter and emergency services was called. She stated that prior to the incident her insulin infusion device was properly working. She was treated for pneumonia and severe infection in her teeth and gums. She was taken off of her infusion device while in the hospital and was calling for assistance in setting it up again. She was assisted with successfully setting up her infusion device. Troubleshooting did not find any product issues. No product will be returned for eval.